Event description:
The customer reported that two patient tubes dropped from the advia labcell track. Patient redraws were requested immediately. There were no reports of a delay in treatment or patient intervention. There were no injuries associated with the dropped tubes.

Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse determined that the cause of the dropped tubes was user error: the advia 2120i instrument computer mouse cable was not properly dressed and came in contact with two patient tubes. The fse properly dressed the mouse cable to prevent it from exposure to the advia labcell track. The fse determined that there was no instrument malfunction during the time of the event. The instrument is performing within specifications. No further evaluation of the device is required.